Event description:
The modular cable was exchanged, and the alarms resolved. Related manufacturer report number: 2916596-2023-04780.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed left ventricular assist device (lvad) internal fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Additionally, the reported electrostatic discharge (esd) events were unable to be confirmed through review of the submitted log files. It was reported that the patient's modular cable was exchanged, and the alarms resolved. The patient was reportedly stable. The submitted system controller log files captured lvad internal fault alarms due to a device communication issue, from (B)(6) 2023 to (B)(6) 2023. Following the reported modular cable exchange, the alarms appeared to resolve. The submitted lvad log files captured a pump reset, consistent with the reported modular cable exchange. It was also noted that no events or data were recorded between (B)(6) 2023 and (B)(6) 2023 due to the lvad communication issue. No driveline communication fault alarms or esd events were observed. Additionally, it appeared that the reported driveline communication fault alarms were actually lvad internal fault alarms. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ includes electrostatic discharge in the ¿safety testing and classification¿ table of this document. This section also outlines all system alarms, including the left ventricular assist device (lvad) fault alarms, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook, is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. Section 5 "alarms and troubleshooting" outlines all system alarms, including the lvad fault alarms, and the recommended actions associated with these events. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault. An electrostatic discharge event also occurred. The modular cable was exchanged.